Event description:
It was reported that the customer's bg value displayed as  "low"; however, specific value was not provided. Cause of low bg was unknown. To address the low bg event, the customer consumed carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.